Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab failure to unwrap". Additional information states that the iab catheter was able to unrwap after manual inflation. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "iab failure to unwrap" could not be confirmed upon investigation of the returned sample. The customer returned a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging for investigation. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab failure to unwrap". Additional information states that the iab catheter was able to unrwap after manual inflation. No patient injury or consequence reported. The patient's current condition is reported as "fine".